Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured even before it reached rated burst pressure. The balloon device was removed from the patient slowly and carefully and was removed completely. The procedure was completed with the original device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured even before it reached rated burst pressure. The balloon device was removed from the patient slowly and carefully and was removed completely. The procedure was completed with the original device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test could not be carried out due to severe stretching damage to the shaft of the device. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was severely stretched along the entire length of the device. This type of damage is consistent with excessive tensile force being applied to the device. No other issues were identified with the device and no patient complications were reported.